Manufacturer narrative:
The other xience v everolimus eluting coronary stent system mentioned is being filed under the same MFR number.

Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: occlusion and myocardial infarction resulting in permanent damage. Device issue: no device malfunction has been reported. It was reported via a trial that a xience 2.5 23 stent was implanted in the mid lad and a xience 3 x 18 was implanted in the proximal cx. During the procedure, it was noticed that there was a non-treatable occlusion in the d2 (already critically ill) and the value of ck reached 1092 ui/l. There was a branch occlusion and myocardial infarction (mi) post procedure. The patient is being monitoring in the coronary intensive care unit. No additional event or patient information is available.